Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) male with a history of metastatic nsc lung cancer and a current bilateral segmental pe, who was consented in preserve on (B)(6) 2016, and had option¿ elite retrievable vena cava filter placed the same day for contraindication to anticoagulation due to acute pulmonary thromboembolism. On (B)(6) 2016, an ae of undifferentiated shock was recorded and the subject died in hospital on (B)(6) 2016. At that time the subject was being treated for infection, in addition to metastatic nsclc, cord compression, and aspiration pneumonia/uti, all of which all could possibly have contributed to hypotension. However, since increased pe could not be excluded, the event was considered possibly related to the ivc filter or procedure.